Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after preparation in recommended way, it was noticed that the dilator is kinked. The sheath and dilator would not cross the septum. Therefore, the faradrive was replaced with another same model and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned for analysis.